Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 3.18e. The device did not have a battery installed when received. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08775 inches. Device had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer. Data analysis: on (B)(6) 2018 daily total of all insulin delivered = 7.325. On (B)(6) 2018 21:23:53.000 usertimedatechange, eventtype = 3, sourceid = pump (ngp is in open loop state), historyrecordlength = 19, oldsystemtime = (B)(6) 2018 21:23:53.000, newsystemtime = (B)(6) 2018 12:00:54.000. On (B)(6) 2018 daily total of all insulin delivered = n/a. On (B)(6) 2018 daily total of all insulin delivered = 174.25. On (B)(6) 2018 daily total of all insulin delivered = 166.675. On (B)(6) 2018 daily total of all insulin delivered = 145.775. On (B)(6) 2018 daily total of all insulin delivered = 158.90. On (B)(6) 2018 daily total of all insulin delivered = 17.6.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018. The cause of death was heart failure. The caller stated that the customer had a hysterectomy 6 days prior, was legally blind, had 5 back surgeries, knee surgery that may have led to the customer's passing. The customer¿s blood glucose was 303 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The caller agreed to return the insulin pump for analysis.